Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a magnet rate of 85.4 ppm three weeks post implant. Measured battery data was 2.49 v, 220 ua, <1 kohms.